Event description:
According to the information provided by dr., cardiologist, the patient expired ten days postoperatively and autopsy revealed the valve was "acutely inflamed and sclerosed". It was also reported the patient might have had ards (adult respiratory distress syndrome?). Additional information will be requested from dr. And/or the implanting surgeon.